Manufacturer narrative:
E1: patient city: (B)(6), patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 25.6mmol/l at the time of event and the patient got treated with insulin pump. No further information available.